Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient services overheard a conversation the patient had with someone on another phone and the patient was having flare ups and it was almost like all the pain she had before. The patient stated that the girl that did it last time had it all set just perfect but she knocked the little thing and her spine was out of whack. The woman on the other phone with the patient recommended that the patient turn it up a notch or two to see if that helps; the patient mentioned meeting on thursday or friday at an office. No further complications were reported/anticipated.